Event description:
Device malfunction: filter retrieval issue. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a left internal / common carotid artery stenting procedure, the "low profile flexible" design recover catheter (rc2) would not cross the stent due to the heavy tortuosity of the vessel, to recover the filter. The "shapeable tip" design recovery catheter (rc1) was then attempted and was able to get to the filter, but the filter would not collapse into the recovery catheter. Rc1 was removed and the sheath was then advanced to the level of the filter, capturing the filter successfully. Reportedly, the filter did not capture any debris. There was no adverse patient effect reported. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. Evaluation summary: evaluation of the returned recovery catheter (rc1) revealed that there was bunching and a bend in the recovery catheter shaft distal to the strain relief tubing. Despite observed damages, during functional testing, the returned filter basket was able to load into the returned recovery catheter (rc1), and encapsulate successfully into the rc tip without any resistance. The reported event could not be confirmed. The rc2 was not returned, which could have aided in the evaluation and determination of cause. Furthermore, teflon scraping was noted along the entire length of the proximal section of the guide wire (gw) until the junction of the hypotube connection to the distal core of the gw. The scrapes were 180 degrees opposed and running axially. In order to replicate the scrapes, a new gw was inserted into the returned rc1. Halfway into the polyimide (pi) section of rc1, resistance was felt by the gw, but the gw was still passed through and then retracted. Although the same scraping pattern could not be recreated, there were a few clear witness marks of teflon peeled away. The actual cause was unknown; however, review of the rc1 individual lot history records showed no units were scrapped for difficulty of a gw passing through the pi. Additionally, the existing inspections and controls in place to detect resistance through the rc1 suggest that the scraping due to the ID of the pi may have been induced external to the manufacturing process. No product quality discrepancies were reported during inspection prior to use or preparation and the available information and returned product evaluations do not indicate a product deficiency. The filter basket removal difficulty and observed teflon scraping on the guide wire appears to be related to the circumstances of the case and/or operational context of the device. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.